Event description:
The device failed to hold pressure. A leak was found where the line meets the inflation seal. Eight devices were pulled and checked. Six devices of the same lot leaked at the same spot.======================manufacturer response for infusable pressure infusure, infusable pressure infusure (per site reporter).======================none. Manufacturer representative commented that "they moved their manufacturing plant to a higher elevation which can cause the glue to come apart". He also added that "as a result of that, the glue was changed to a different brand."